Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed an episode of noise over-sensing on the patient's right ventricular (rv) lead that lead to pacing inhibition. The patient complained of feeling their heart race and being dizzy during the episode. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.